Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The operating pipe of the slider was broken. The broken portion had the shape that broke due to mechanical load. Based on the results of the investigation, the probable cause is linked to device but unable to trace more specifically. The investigation could not identify the actual root cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during polyp resection procedure, the single use ligating device closed but did release and had cut through the polyp. As a result, an adrenaline injection was given and placement of clips was done to avoid the risk of bleeding. The patient's stay was extended as reported. Additional information was requested but not available at this time. There were no further reports of patient harm.

Manufacturer narrative:
E1-facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.